Event description:
It was reported that prior to the start of a da vinci-assisted general bariatric revision surgical procedure, the customer reported to technical service engineer (tse) the system triggered a non-recoverable fault 90. The customer restarted the system twice; however, the issue persisted. Tse checked the logs that confirm error 90 pointing to video blend lane (vbl)1 out of range. Tse guided the customer to perform a hard power cycle, including the vision side cart (vsc) circuit breaker; however, the error persisted. Tse guided the customer to check connections on the core. The customer brought in another system; however, the issue persisted. The procedure was aborted. The procedure was completing with traditional laparoscopic surgery. Isi followed up with the initial reporter and obtained the following additional information: the issue was already detected when the robot was started up. The operation was performed in another room using laparoscopic surgery kit (lsk). The patient was not harmed. There were delays that extended our operating time.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the video slice (vsl) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vsl was analyzed and found a component or module issue. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.